Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based on the investigation results, this report was updated from a malfunction to a complaint. Evaluation of the device determined that only the stopcock was disengaged, and no other piece of the device. Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an evaluation of the device, and engineering evaluation of the ultrasonic welding process and equipment. A visual inspection confirmed that the stopcock was not adequately welded to the device. Subsequently, the complaint data did display an increased trend. The root cause was an assembly error during ultrasonic welding of the stopcock and cannula body. A review of the ultrasonic welding machine found areas of improvement to prevent this type of failure. A process enhancement has been implemented. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Tracking no: (B)(4). (B)(4).

Event description:
According to the reporter, during a cholecystectomy, when the unit was introduced in abdomen air leak was noticed and the pneumoperitoneum was not maintained. So it was not possible to inflate abdomen. When they tried to extract the device (and then to insert it again) it disassembled in three parts. No patient injuries. No extension of the surgery time by more than 30 min., no blood loss of more than 500cc, no unanticipated loss or irreversible damage to vascular tissue, nothing fell into the patient cavity. The cannula detached from the hub. The seal disengaged from the device.